Manufacturer narrative:
Initial and final MDR 1916933 - MDR 3003442380-2024-15214 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 4 infusion set fell off during use events on (B)(6) 2024. The events occurred within few days of insertion. The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.